Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black spots were found on two (2) homechoice automated pd sets with cassette. This was identified before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.